Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Based on a review of the provided information, the reported event regarding unsealed outer packaging was confirmed but it is not possible to determine root cause from the information supplied. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. Brand name: custom distal femur implant corrected to jts extendible distal femoral implant. Common device name: distal femur implant corrected to limb salvage system.

Event description:
It was reported by the surgeon that the outer packaging was unsealed. The surgeon did not want to use the device so he rescheduled the procedure. This is a supplemental report to 3004105610-2014-00195 (B)(4).

Event description:
It was reported by the surgeon that the outer packaging was unsealed. The surgeon did not want to use the device so he rescheduled the procedure.

Manufacturer narrative:
The implant has not been returned for eval, therefore, a visual inspection has not been possible. A review of the manufacturing history confirms that the device was manufactured to specification. It was confirmed that the device was sterile with the outer packaging damaged. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).